Manufacturer narrative:
A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. The hub was inspected and no damage was found on it. The catheter body shaft was inspected and kinks were noted on it. The distal body was found with several compressed/flat sections. In the distal section of the device one puncture/cut was found. The microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed. (Kinks on the proximal body and compressed/flat sections on the distal section of it). The puncture/cut section of the microcatheter was inspected under microscope and apparently the damage was caused from the inside to outside. Next to the puncture/cut the body section of the device was found with accordion condition, this apparently indicates that additional force was applied causing the puncture/cut found section on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "catheter (body/shaft) - puncture/cut" was confirmed during the microscopic analysis. The cause of the damages found on the microcatheter could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The noncordis guidewire came out from a hole in the middle of the rapid transit 100cm w/ext microcatheter (601-240). The microcatheter was replaced with other product (detail unknown), and the new product was used without any difficulty. The procedure was completed without patient injury. The procedure was a (cia) common iliac artery percutaneous transluminal angioplasty, the rapid transit microcatheter (mc) was used for supporting the treasure/st jude medical guidewire. When the guidewire was advanced in the microcatheter, the wire came out from the hole in the middle portion of the mc. It is unknown when the microcatheter was damaged. It is not known if there was resistance during advancement of the guidewire or if additional force utilized to advance the guidewire through the microcatheter. Prior to opening the package, no damages were noticed on the outer or inner package, and the product was not exposed to any sharp objects. During the procedure, the microcatheter was not kink or bend in the patient. Once the microcatheter was removed from the patient, the microcatheter was not separated in two pieces. A constant and dedicated saline source was utilized at all times. Other than the reported event, no other damages were noticed on the microcatheter. No information was provided about vessel's characteristics. No further information is available. A non-sterile microcatheter rapid transit was received coiled inside of a plastic bag. The hub was inspected and no damage was found on it. The catheter body shaft was inspected and kinks were noted on it. The distal body was found with several compressed/flat sections. In the distal section of the device one puncture/cut was found. The microcatheter was inspected under microscope and the damages found on the visual analysis were confirmed (kinks on the proximal body and compressed/flat sections on the distal section of it). The puncture/cut section of the microcatheter was inspected under microscope and apparently the damage was caused from the inside to outside. Next to the puncture/cut the body section of the device was found with accordioned condition, this appears to indicate that additional force was applied causing the puncture/cut found section on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported puncture/cut in the microcatheter was confirmed. Application of additional force within the inner lumen appears to have contributed to the event. The cause of the damages found on the microcatheter could not be conclusively determined; however, with review of the analysis of the returned device and device history records there are no indications that it is related to the manufacturing process. Although no conclusion can be made it is possible that procedural factors and device interaction contributed to the event. Inspections are in place to prevent these types of damages from leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a (cia) common iliac artery percutaneous transluminal angioplasty, the cath rapid transit 100cm w/ext (mc) microcatheter (601-240) was used for supporting the guidewire (treasure, st jude medical), but when the guidewire was advanced in the microcatheter, the wire came out from the hole in the middle portion of the mc. The microcatheter was replaced with other product (detail unknown), and the new product was used without any difficulty. The procedure was completed without patient injury. It is unknown when the microcatheter was damaged. Prior to opening the package, no damages were noticed on the outer or inner package, and the product was not exposed to any sharp objects. During the procedure, the microcatheter was not kink or bend in the patient. Once the microcatheter was removed from the patient, the microcatheter was not separated in two pieces. A constant and dedicated saline source was utilized at all times. Other than the reported event, no other damages were noticed on the microcatheter. No information was provided about vessel¿s characteristics and the patient. No further information was available.